Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 6mm x 6cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured. As a result, an unknown balloon catheter was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a severely calcified iliac artery. Additional information was requested but was unavailable. The device was not returned for evaluation. A product history review of lot 82193161 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics such as severe calcification likely contributed to the reported event. These characteristics had been known to contribute damage of the balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the IFU also instructs that inflation at a high rate may damage the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The date of this procedure is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mm x 6cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured. As a result, an unknown balloon catheter was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a severely calcified iliac artery. Additional information was requested but was unavailable. The device will not be returned for evaluation.